Event description:
It was reported that during an unknown procedure, the device had multiple misfires and cut the vein. A second device had multiple misfires and staples not going into position. No other information is available at this time.

Manufacturer narrative:
(B)(4). Batch # w70296. Additional information was requested and the following was obtained: "please clarify how the device ¿would not close down properly¿. Did the jaws were misaligned? No. Did device not fire clips (jammed)? Yes. Did device fire malformed clips? No. Did device fire scissored clips? No. If other, please specify. Please provide more details. Please clarify how ¿device had multiple mis-fires and cut the vein.¿. Did device not feed clips? No. Did device feed clips sideways? No. Did device not fire clips (jammed)? Yes. Did device fire malformed clips? No. Did device fire scissored clips? No. Did device drop or eject clips? Yes. If other, please specify. Was there any issue with bleeding? I if yes, what was the amount of the blood loss (mls)? Was a transfusion required? How was the bleeding controlled? Was the procedure altered as a result of the event? Please clarify how second device had ¿multiple misfires and staples not going into position.¿ did device not feed clips? No. Did device feed clips sideways? No. Did device not fire clips (jammed)? Yes. Did device fire malformed clips? No. Did device fire scissored clips? No. Did device drop or eject clips? Yes. If other, please specify. Were there any patient consequences? If yes, please describe. No.". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the msm20 device was returned with a clip in jaws and with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 11 clips as intended. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.